Event description:
It was reported that pump displayed malfunction alarms in monitoring software, and caller later confirmed pump showed malfunction code 12 with associated fault indication. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed malfunction did not recur after reset, was advised that pump use could continue, and was instructed to call back if malfunction alarms appeared again, which caller acknowledged and understood.